Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving gablofen [1000 mcg/ml] at a dose of 267.3 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2016-dec-06 that there was no change when dose was escalating and the patient never approached ideal control with the pump. Troubleshooting and diagnostics were performed by logs ready, catheter access aspiration, and surgical intervention which ultimately led to full catheter replacement. Surgical replacement of the catheter was completed as intervention/action taken to resolve the issue. There were no environmental/external/patient factors that may have led or contributed to the issue to report. It was noted that the hcp was not able to aspirate through the catheter access port. The catheter was cut in surgery as well in the back incision and no flow was noted at first. The surgeon pulled the catheter back a few centimeters and did see dripping but it was ¿not significant flow¿ leading the surgeon to replace the entire catheter. It was indicated that the patient status was ¿alive ¿ no injury¿ and that the issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the catheter on (B)(6) 2017 revealed no significant anomaly; a tear in the seal near the guide ring of the sutureless catheter connector was noted. Regarding analysis, it was noted that a partial catheter was returned for analysis; no occlusion was noted during decontamination and analysis. The previously applied results code and conclusion code are both no longer applicable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the inability to aspirate through the catheter access port was the catheter was occluded in the intraspinal portion. The source flow was obtained by pulling it down the spine 2-3 cm and aspirating again. There may have been an issue with the environment of the tip (subdural).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.